Manufacturer narrative:
This is 2 of 2 reports. The subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure, the subject balloon device burst. No clinical consequences were reported to the patient due to this event. No other information was provided.

Manufacturer narrative:
D4 expiration date - added. D9/h3 product available to stryker ¿ updated. D9 returned to manufacturer on - updated. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. Analysis of the returned subject balloon device found to be kinked/bent and the balloon delivery catheter was found to be flattened/crushed. An attempt was taken to inflate the balloon; however, the balloon could not be inflated due to leakage. The reported complaint event was confirmed based on the device analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that when using the flowgate 2 products burst. Additional information states that the balloons were inflated to nominal pressure with a 1ml syringe, there was no leakage noted during preparation of the balloons and the patient¿s anatomy was noted to be moderately tortuous. The device was returned and the balloon catheter shaft was noted to be kinked and flattened and the balloon leaked during the inflation attempt, confirming the reported event. It is probable that the balloon was damaged during the clinical procedure causing the reported event. An assignable cause of procedural factors will be assigned to the reported ¿balloon burst/ruptured during use¿ and to the analysed ¿balloon leaked during use¿. It is probable that the balloon catheter shaft was kinked and flattened at some point after the event due to handling of the device, therefore an assignable cause of handling damage will be assigned to the analysed ¿balloon catheter kinked/bent¿ and ¿balloon catheter flat/crushed¿.

Event description:
It was reported that during procedure, the subject balloon device burst. No clinical consequences were reported to the patient due to this event. No other information was provided.